Event description:
Notes: original mail which contains all the details along with the pictures. Material: 320440 material description: syringe 0.3ml 31ga 8mm tw insulin 100ea/pk 5pk/ca material lot: 3338052 complaint description: there is a hard splinter on the syringe and the doctor spiked himself with it. Client email below: salut martin, tel que discuté voici les photos de l¿incident qui est survenu hier le mardi 30 juillet avec une aiguille bd insulin syringe 31g*8 mm. Comme tu peux le voir sur la photo il y a un bout pointu et dur qui dépasse de l¿embout de la seringue. Dr.michon s¿est pique le bout du doigt avec cet embout hier. Vous m¿aviez-dit que vous alliez communiquer directement avec la compagnie à ce sujet. Svp me tenir au courant de la situation. Merci, complaint noticed: during / after use problem frequency: 1st time customer exposure: patient injury: yes. Has health canada been informed? Unknown qty affected: 1 ea. Samples available? Yes. Is customer requesting an rga?: no. Return qty: qty samples: 1 ea.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.